Event description:
It was reported when using the bd pyxis¿ medstation¿ es, the remote manager failed and was not detected on the communication bus. The customer reported that the malfunction resulted delay in dispensing medication to the patient. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Initial reporter facility name e1.- state university new york upstate medical university a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-feb-20217 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the remote manager was failed and was not detected on bus. A field service engineer confirmed the remote manager is an older version associated with a medical cart and was not detected on the bus. Engineer inspected the remote manager via the storage space configuration, which showed it as disconnected. Attempts to reconnect the remote manager through software were unsuccessful; assignment was not possible. Engineer powered down the med station and repositioned the remote manager¿s cable on the com cube. No change in detection status after relocating the cable. Cable connector was returned to its original com cube position. Upon restarting the station, the remote manager was successfully detected and now appears as configured in the storage space configuration. The system functioned as intended after the field service engineer repaired the device.